Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Pump passed sleep current measurement, active current measurement and displacement test. Pump received unexpected battery loss and pump error due to connector resistance issue. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack is seen on the backside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.